Event description:
It was reported that the target lesion is in the left circumflex and has a 90% stenosis. The 2.5x15 mm xience v was implanted at 6 atmospheres. Intravascular ultrasound (ivus) was performed to check the placement and apposition of the stent. Difficulty was experienced retracting the ivus catheter, as the catheter appeared to be stuck on a stent strut. The inside introducer of the ivus catheter was removed and a guide wire was inserted, twisted and torqued a few times and the ivus catheter was able to be removed successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): no predilatation. Device evaluation: it is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. It should be noted that the instruction for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this case, it is likely the lack of pre-dilatation in conjunction with under-inflating the balloon during stent deployment contributed to the stent not being fully apposed to the vessel wall, which resulted in difficulty during retraction of the ivus catheter. Since, there was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.